Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned. All available information was investigated and the reported difficult to remove could not be tested as it was related to procedural conditions. A knot was observed in the gripper line. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to remove the gripper line from this lot. All available information was investigated and a definitive cause for the knotted gripper line in this incident could not be determined. The reported difficulty to remove the gripper line appears to be the cascading effect of the observed knot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was reported: the cds was removed from the steerable guide catheter (sgc), leaving the gripper line in place. After the cds was removed, the gripper line was able to be removed from the sgc without resistance. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4. One clip was implanted. A second clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped, reducing mr to 1. The deployment sequence was started; however, during gripper line removal, resistance was noted and the physician stopped pulling the gripper line. The positioning was adjusted and another attempt was made to remove the gripper line, but resistance was noted and the gripper line could not be removed. The cds was removed from the steerable guide catheter (sgc), leaving the gripper line in place. After the sgc was removed, the gripper line was able to be removed from the sgc without resistance. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.